Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative reported that the scans were up to protocol but the field of view in the scan was a bit narrow as the ears were cut off and suspects this may have limited the amount of landmarks for registration. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a sphenoid tumor procedure, the surgeon observed an inaccuracy. First patient registration had an error metric of 1.8, and on second registration the error metric was 3 as site added more points for registration. Surgeon stated that the accuracy on the second registration had improved. Surgeon re-registered again but was not satisfied with the accuracy. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.